Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false reactive alinity I syphilis tp results for four patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), 38-year-old male, initial result was 1.19, repeat result was 0.24 s/co. Sample ID (B)(6), 55-year-old male, initial result was 1.20, repeat result was 0.10 s/co. Sample ID (B)(6), 44-year-old female, initial result was 1.64, repeat result was 0.22 s/co. Sample ID (B)(6), 35-year-old male, initial result was 1.22, repeat result was 0.18 s/co. There was no impact to patient management reported.